Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. There was no reported adverse impact to the customer¿s blood glucose level.